Event description:
Health care professional (hcp) reported a pt receiving hemodialysis complained of shortness of breath(sob), cough, chest tightness and feeling "bad." This event occurred approx 2 1/2 hrs into a 3 1/2 hr treatment. At the time, the hcp noted micro bubbles in the venous line. The hcp stopped treatment, placed pt in trendelenburg position on the left side and administered oxygen at 2 liter via nasal cannula. Hcp discontinued treatment 30 minutes early. The pt stayed at the clinic 40 minutes until pt was feeling better. Hcp stated the pt was stable upon discharge.